Manufacturer narrative:
Device evaluation follow-up #2 submitted 01/05/2017: the device was returned to animas and evaluated by product analysis on 12/13/2016 with the following results: pump was returned with a dim display. The letters have a red hue. Unrelated to the complaint, the battery compartment cracked from case seal traveling to grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 11/08/2016-correction to initial reporter: (B)(6).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.